Event description:
It was reported that the subject device had image noise and suspected cable disconnection. There was no report of patient harm.

Manufacturer narrative:
E1- (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was" image noise and suspected cable disconnection" confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable water tightness failure, water tightness of image sensor and corrosion of electrical contacts. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise and suspected cable disconnection. There was no report of patient harm.